Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb) and the inspiratory module pcb. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.